Manufacturer narrative:
Eval summary: product was returned to mfg facility for eval. The returned device was examined: the protective device was seated firmly on the syringe luer as per product specifications; however, the needle was bent at a 45 degree angle originating at the hub. The needle was released from the capture device and straightened. The needle easily snapped into the retaining clips. The luer tapers were both measured and found to meet with taper gauge testing. Our eval was unable to determine root cause and we were unable to determine how or when the device became bent.

Event description:
A report was received that stated that the cannula of the needle was bent, it was not fully captured in the safety device and was exposed. No needlestick took place. There was no pt or clinician injury.